Event description:
Around 3:30 am on (B) (6) 2010, I woke up with some chest pain. Having decided to measure blood pressure, I put a monitor cuff on. The microlife blood pressure monitor is an automated unit that takes 3 consequent measurements. It pumped air once, released the pressure, then pumped the second time and released the pressure. After the third pump, the unit malfunctioned. The air pump broke while it was squeezing my arm without releasing air. This happened deep at night after waking up, and I did not think about taking the cuff off, I just looked at the unit disoriented and then, I lost consciousness. My body fell on the ground. This woke up my daughter who called an ambulance. I was taken to the emergency room and then hospitalized for observations. Dates of use: 3 years.